Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were any unformed or malformed staples seen on the staple line that failed? Was there any bleeding associated with the incomplete staple line that failed? If yes, approximately how much blood was lost? If yes, was a transfusion required?

Event description:
It was reported that during a video assisted thoracoscopic surgery (vats) right upper lobectomy procedure, on the second firing to transect the tissue, the green reload cut but only partially stapled. The staples were mostly in the center area but not on the front or end of the staple lines. No buttressing was being used with this firing. The surgeon repaired the staple line by suturing over it. The surgeon used the same gun and loaded it with a new green reload to fire for the third time. Buttressing was used with this firing. The surgeon continued to use the same gun to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m55m18. The analysis results showed that one gst60g reload was received partially fired 3/4 consistent with an incomplete or interrupted cycle. In addition the cartridge deck was found damaged where the firing stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens, the cartridge gets indented therefore there is not enough space for the one piece sled pushing the driver to continue its run. If resistance is felt, stop and replace the cartridge. Please reference instructions for use for additional instructions. Upon further analysis the reload was disassembled to inspect the condition of internal components and the one piece sled and some drivers were damaged. No further functional testing could be performed due to the condition of the reload.